Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with unspecified antibiotics for the event. The patient was discharged from the hospital 38 days after the event onset. At the time of this report, the patient outcome was reported as "feels a lot better". Action taken with pd therapy was not reported. No additional information is available.